Manufacturer narrative:
Updated b5 and h6 per new information received.

Event description:
It was reported that the shelf box of a 34mm mitral ring was severely crushed. As reported, the outermost shipping box and shelf box were found damaged in the operating room prior to use. It was unclear if the sterile barrier was compromised. The device was stored per edwards instructions. Per image evaluation, shipping box and shelf box appeared torn at one of the sides.

Manufacturer narrative:
Any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. The device was not returned for evaluation, as the availability is unknown. The root cause of this event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that the packaging of 34mm mitral ring was found damaged being the self-box severely crushed. As reported, the outermost shipper box (brown cardboard), ring shelf box were detected damaged directly after arriving in the operating room. The damage was detected prior use and the device package was stored as usual. Per image evaluation, shipping box and shelf box appeared torn at one of the sides.